Event description:
Caller alleging discrepant inratio values. (B)(6) 2015 inratio = 1.3; repeat inratio = 2.0 a couple of minutes between tests; patient's therapeutic range 2 - 2.5. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.